Event description:
The lay user/patient contacted lfs alleging that her meter does not power on. The patient mentioned that she was unable to ever use the meter and that she wasted test strips and had to drink more orange juice so that her blood glucose levels would not go down. The patient also mentioned that on an unspecified date and time sometime in 2009, after the reported issue began, she felt as if everything was spinning and she was unable to move her tongue. She had more food/drink and went and tested on the physician's meter and obtained a 430 mg/dl and was treated with insulin. While troubleshooting with the customer care advocate (cca), it was noted that the meter powered on by pressing the power button and when inserting a test strip into the meter. The patient was using the correct vial of test strips. The reporter explained that the patient needed to set up the meter since it was showing an option of the language and that she needed to code the meter. Issue was resolved via troubleshooting. Products were all replaced. The complaint is being reported since the patient alleged that since the meter did not power on at an unspecified time later, she exhibited symptoms and went to the physician's office and had a blood glucose of 430 mg/dl and had to be treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.